Manufacturer narrative:
Analysis of the system controller log file that was provided by the hospital confirmed transient elevations in pump power; however, a direct correlation between the device and these events could not conclusively be established through this evaluation. A specific cause for these pump power elevations could not conclusively be determined. The submitted log file contained data from (B)(6) 2017 to (B)(6) 2017 and transient pump power elevations were observed on (B)(6) 2017, (B)(6) 2017, and (B)(6) 2017. These elevations reached its peak on (B)(6) 2017 at 13:38:16. No atypical alarms were captured. The pump speed remained above the low speed limit for the duration of the log file and the system appeared to be operating as intended. A review of the device history records revealed the device met applicable specifications. No further information was provided. The manufacturer is closing the file on this event.

Manufacturer narrative:
Device unique identifier (UDI) ¿ device was manufactured prior to the UDI labeling implementation. Approximate age of device ¿ 4 years and 1 month. The patient remains ongoing on lvad support. No further information was provided. A supplemental report will be submitted when the manufacturer¿s investigation is completed.

Event description:
The patient was implanted with a left ventricular assist device (lvad) on (B)(6) 2013. It was reported that the patient¿s lvad system had occasional transient power elevations. The physician requested log file review. No clinical symptoms were reported. During technical services review of the submitted log file an increase in power was observed over the log file data range of (B)(6) 2017 14:38 to (B)(6) 2017 7:17. Also, observable increases in power were noted beginning (B)(6) 2017. There were no unusual alarms recorded within the event history. This type of trajectory in past experience had been linked to the presence of thrombus or an obstruction which could have entered the pump. Additional information was requested, but none was provided.